Event description:
This registered nurse went to administer heparin with retractable needle attachment. When attempting to use safety lock, lock felt jammed and unable to use appropriately. Took needle out of patient's abdomen and attempt to safety lock away from patient. At that point needle and spring from safety lock flew across room. All parts found and collected and presented to manager in sterile cup.